Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does not complete power-on self test (post). It gets stuck at the philips flash screen. There was no adverse patient impact reported.